Manufacturer narrative:
(B)(4)

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report on behalf of trial patient an intermittent out of range signal that occurred on (B)(6) 2015. No injury or medical intervention was reported.